Event description:
It was reported that: the following report was received via the ethics hotline on (B)(6) 2011 at 1:02 a.m.: ms. (B)(6) had a hip replacement at (B)(6) hospital in (B)(6). In 2006. Ms. (B)(6) recently discovered that there has been a recall on these hip replacements and she has not been notified. She would like this issue to be addressed immediately because she needs to have another hip surgery and she feels the company should be obligated to inform her of any recalls and make the mandated replacements or reimbursements.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.